Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the rite (returned instrument test/evaluation) ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to rite - ground bond failed performance spec. Pal measured main ground bus resistance from door post to power entry module rear ground prong. Total ground bus resistance was 4 milliohms. Pal tested main ground bus for intermittent operation. No changes were observed in the total ground bus resistance with agitation of the main ground bus components. The assignable cause for device failed ground bond resistance test was undetermined. Not enough evidence was available to make a determination. Device will be sent to servicing. Baxter will continue to monitor similar reports to determine if further actions are required.